Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm and frozen screen noted during testing. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no low battery alert noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen screen and keypad was unresponsive. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer stated time clock advances when observed for 1 minute. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The device will be returned for analysis.